Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider alleges faulty controller. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
Additional manufacturer narrative: this medical device report was inadvertently filed under manufacturer registration number (B)(4). The correct manufacturer registration number is (B)(4). (B)(4) is the initial importer for this device, not the manufacturer.